Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "risk factors and a prognostic model of hip periprosthetic infection recurrence after surgical treatment using articulating and non-articulating spacers" written by rashid tikhilov & svetlana bozhkova & alexey denisov & dmitry labutin & igor shubnyakov & vadim razorenov & vasilii artyukh & olga klitsenko published by international orthopaedics (sicot) (2016) 40:1381¿1387 published online 19 december 2015 was reviewed. The article's purpose was to evaluate the efficacy of the first step of a two-stage procedure for treatment of hip prosthetic joint infection using articulating and non-articulating spacers as well as development of a prediction model and prognostic score of infection recurrence. Depuy products utilized: antibiotic-laden pmma bone cement cmw 1 gentamicin. Adverse events: reoccurrence of infection requiring subsequent revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.